Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl groshong nxt catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 33 cm and 34 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, during maintenance of the three-valve catheter, leakage was found. After it was removed, internal rupture was discovered. Because the patient had been using it for a long time, the patient was able to accept the situation after explanation and did not request reinsertion of the catheter. Additional information 7/5 the tube has been placed for about 10 months, and leakage was found on (B)(6) 2024. PICC removed according to the normal unplugging process.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer, during maintenance of the three-valve catheter, leakage was found. After it was removed, internal rupture was discovered. Because the patient had been using it for a long time, the patient was able to accept the situation after explanation and did not request reinsertion of the catheter. Additional information 7/5: the tube has been placed for about 10 months, and leakage was found on (B)(6) 2024. PICC removed according to the normal unplugging process.